Event description:
It was reported that the patient experienced an overstimulation sensation. About a month ago the patient was using the programmer and somehow hit buttons and it went up too high where stimulation was strong. The patient had been scared to work the programmer ever since. The patient started at 1.6v and adjusted to 2.6v however she felt a shocking sensation. The patient adjusted to 2.2v and it was comfortable. It was reported that education on the patient programmer use resolved the reported issue and the patient felt more comfortable. It was later reported that the patient had some concerns with her device or therapy, and had received a lot of help when she called in with her problem. It was unclear if the concerns the patient mentioned were current, or a reference to her previous concerns.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3 889-28, lot# va0715n, implanted: 2013-(B)(6), (B)(4).